Manufacturer narrative:
Final analysis found an insulation abrasion breaching outer insulation and exposing outer coil was noted at 43.1 cm to 43.4 cm from the distal tip, this most likely caused the complaint reported from the field. Abrasions are consistent with friction to another implantable device.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted. No additional information was available.